Event description:
It was reported that the device would disarm itself. There was no pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy board pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the replaced assembly. The root cause of the reported failure was determined to be caused by two shorted diodes, designator cr21 and cr22.